Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g a needle was unable to deliver medication. There was no report of patient impact. The following information was provided by the initial reporter: material no. 320550 batch no. 1195499 it was reported that there was no medication flow.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g a needle was unable to deliver medication. There was no report of patient impact. The following information was provided by the initial reporter: material no. 320550, batch no. 1195499. It was reported that there was no medication flow.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g a needle was unable to deliver medication. There was no report of patient impact. The following information was provided by the initial reporter: material no. 320550 batch no. 1195499. It was reported that there was no medication flow.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-mar-2022. H.6. Investigation: customer returned a single used 4mm, 32 gauge nano pro pen needles. The pen needle was visually inspected prior to testing. The pen needle was found to have been broken on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd found that the pen needle had become broken on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needle breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. H3 other text : see h.10.